Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) ( the manufacturer) and (B)(4) (the importer). (B)(4). The pump was tested three times for volumetric accuracy with a rate of 250ml/hr and 705.92ml for 2 hours 49 minutes tested in specification with results as follows: 1st test: 712ml or 101 percent of expected volume for 2 hours 49 minutes; 2nd test: 715ml or 101 percent of expected volume for 2 hours 29 minutes; 3rd test: 714ml or 101 percent of expected volume for 2 hours 49 minutes. The pump's operational log was reviewed. The actual date of the event was not known however, the date of (B)(6) 2013 was chosen as the date of the log review as it was the most recent date that contained the information matching the event description of a vbti of 750ml and a rate of 250ml/hr prior to the complaint being received.